Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. Blood glucose was 140 mg/dl. Reportedly, the customer did not have alternate insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.